Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings were reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported not receiving any glucose readings for a duration of 1 to 3 hours on either the receiver or mobile device. The patient uses a tandem t: slim insulin pump, which would not have operated in modified closed-loop mode without sensor readings. During this time, the patient felt well and went to sleep. She became unconscious and was unable to recall the events that followed, including whether hospitalization occurred. Upon evaluation by paramedics, the patient¿s blood glucose level was measured at 22 mg/dl or 25 mg/dl. Documentation did not include confirmation of reversal of hypoglycemic shock. No additional details were provided, and multiple diligent attempts to contact the reporter for further information were unsuccessful. Data was provided for investigation. The problem of no readings was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.